Event description:
The customer reported the ventilator could not be turned off. The customer reported there was no pt involvement.

Manufacturer narrative:
Conclusion / root cause: the customer returned cpu pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator could not be turned off. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).